Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was reported as requiring replacement and that the biometric identifier was not functioning. The field service engineer (fse) worked with pharmacy staff over the phone and observed that the fingerprint reader was illuminated bright blue. The fse advised the pharmacy staff to restart the station. After the restart, the station functioned normally, and the pharmacy staff confirmed that the system was operating as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the barcode scanner required replacement, and biometric identifier was not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.